Manufacturer narrative:
(B)(4). The unit was returned and sent to the manufacturer (pegasus research corp) for evaluation. Pegasus reports that upon receipt of the unit the claim could not be confirmed. Evaluation revealed that the power switch did illuminate and the unit generated heat. The unit was tested for 8 hours at different settings (max, min, low) and was found to perform within specifications. The output temperature remained continuous and consistent for the testing period. The device history record review shows that the heater was working within specifications at the time of release. The approximate age of the heater is 138 days.

Event description:
Customer complaint states the device stopped heating during a patient use. The device was exchanged for a new one. No report of patient harm.

Manufacturer narrative:
(B)(4).

Event description:
Customer complaint states the device stopped heating during a patient use. The device was exchanged for a new one. No report of patient harm.